Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Concomitant products that used in this study: lasso, 7f octapolar or decapolar catheter , carto.  Other companies devices that used in this study: ibi inquiry, sl1 2 8.5f long sheaths,  medtronic lifepak 12.  Manufacturer's ref: (B)(4) the device is not return to bwi.

Event description:
This complaint is from a literature source. It was reported that included 50 consecutive patients in whom the laa was isolated during catheter ablation for symptomatic atrial tachyarrhythmia (ata) between 2011 and 2014. These patients were compared with a matched control group of 50 patients who underwent af ablation without laai. Among them, one patient had arteriovenous fistula in laai group. Based on the facts of the case and the author¿s assessment, there were no reported malfunction with any of the bwi catheters and systems used during the case. Thus, this event is unrelated to the device and most likely related to the procedure. Title: ¿unexpectedly high incidence of stroke and left atrial appendage thrombus formation after electrical isolation of the left atrial appendage for the treatment of atrial tachyarrhythmias¿. The purpose of this study was to evaluate the incidence of laa thrombus formation and thromboembolic stroke in patients who had wide-area laai after left atrial (la) linear lesion ablation or extensive complex fractionated atrial electrogram (cfae) ablation at the anterior and lateral la wall.  Suspect device is a 3.5 mm irrigated-tip ablation catheter navi-star thermocool, however catalog and lot number is unknown.